Event description:
A permanent procedure was aborted as the patient went into afib while under anesthesia and the physician was placing the coude needle. The patient was not admitted to the hospital as the afib resolved shortly after it started. The patient is currently fine. They were checked by a cardiologist and are cleared for surgery in a hospital.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes of the reported issue are patient contraindications, procedural complications and poor patient selection. The patient stated afib had occurred previous to the procedure. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.